Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the procedural site, and patient was admitted to the hospital where he was diagnosed with an infection at the ipg site. In turn the patient underwent surgical intervention in which the ipg was explanted. Patient was treated with antibiotics. Additional information received that infection was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.